Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, users were unable to login due to a system error message: "fatal error occurred on the underlying data source". The customer stated that the malfunction occurred during the user's attempt to log in for medication dispensing, resulting in a delay in administering medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had fatal error. The technical support specialist (tss) logged into the station and found that cfnadmin was unable to log in, with only a temporary profile being created. Investigation revealed the station database was full due to the recovery model being set to full instead of simple. Tss applied the knowledge article medstation es - backup detected corruption in the database log to restore the database backup log to a manageable state. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, users were unable to login due to a system error message: "fatal error occurred on the underlying data source". The customer stated that the malfunction occurred during the user's attempt to log in for medication dispensing, resulting in a delay in administering medications to the patient. There were no adverse events or injuries reported based on this event.